Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inflating the balloon in the patient during a laparoscopic hernia procedure, the white disc on top of the trocar fell off into patient and was removed with another instrument. The device was replaced to complete the case. It was stated that the event resulted to patient's prolonged exposure to anesthesia.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the flapper valve seal was damaged. The balloon, lock collar, valve doors appeared intact. The obturator and inflation bulb were not received. A functional evaluation found that a test inflation bulb was used and the balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken flapper valve may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when inflating the balloon in the patient during a laparoscopic hernia procedure, the white disc on top of the trocar fell off into patient and was removed with another instrument. The device was replaced to complete the case. It was stated that the event resulted to patient's prolonged exposure to anesthesia for less than 30 minutes. There was no patient injury.